Manufacturer narrative:
D4, d7a: updated. H3 and h6 codes: updated. Recall number has been updated. The suspected pump was returned for evaluation. Visual inspection was performed. Additional damage identified included a cracked dso seal in the center area. Functional testing confirmed the reported issue, while pump power-up and motor testing passed successfully. Event history log and service history reviews were performed, with no prior service history identified. The complaint was confirmed. Replaced battery compartment, dso sensor, bezel, seal, and door. Following repair, all functional testing passed within specification.

Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection was performed. Additional damage identified included a cracked dso seal in the center area. Functional testing confirmed the reported issue, while pump power-up and motor testing passed successfully. Event history log and service history reviews were performed, with no prior service history identified. The complaint was confirmed. Replaced battery compartment, dso sensor, bezel, seal, and door. Following repair, all functional testing passed within specification.

Event description:
The customer returned the device stating, "the battery compartment was missing the metal separators between the aa batteries". During device evaluation it was found the downstream occlusion (dso) seal was crack at the centre area.